Event description:
On (B)(6) 2019 at (B)(6) hosp in the operating room the pt coded; we tried to retrieve lifesaving medication from the pyxis and the machine locked itself, rebooted windows and the pyxis software for ten mins. "We could not open it". The reporter states that they were unable to provide lifesaving medication to the pt. The pt was intubated, sent to ICU; pt was discharged post op day one.